Event description:
User reports a water leak coming from the front of the analyzer which formed a puddle on the floor in the walkway. The operator was not harmed, and no pt samples were involved.

Manufacturer narrative:
The field service rep determined the cause to be a fluidics failure of the sample and r1 stirrer drains and cleaned drains. He performed mechanism checks, ran controls and pt samples. Verified instrument performing within specification.